Event description:
A report was received that the patient was experiencing discomfort at the ipg and lead site and had a bump on his incision scar that was painful. The physician explanted the patient and implanted him with a competitor's device.

Event description:
A report was received that the patient was experiencing discomfort at the ipg and lead site and had a bump on his incision scar that was painful. The physician explanted the patient and implanted him with a competitor's device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-70, serial #s (B)(4), description: linear lead, 70 cm with pre-loaded 0.012 inch stylet; model # sc-3138-35, serial #s (B)(4), description: phase iii lead extension - 35 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg, leads, and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.